Manufacturer narrative:
(B)(4). The lot was manufactured from september 19, 2014 - september 24, 2014. The unit was received for evaluation. Visual inspection noted the unit had fluid inside its housing due to a ruptured reservoir. The condition was verified. The cause of the rupture was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was experiencing a leak. The device was filled with desferrioxamine and wpi. There was no patient involvement. No additional information is available.